Event description:
It was reported that the numbers on the customer's insulin pump were ramping up on the screen without input. The customer did not recall any significant events leading up to the issue. It was advised to discontinue use of the pump and revert to a back-up plan. His blood glucose level was 28.6 mmol/l. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with intermittent up button response due to corroded keypad trace. No ramping numbers on their own or scrolling bar moving anomaly noted. However; the insulin pump functioned properly during functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, a21 test and all operating current test. The insulin pump had minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and broken pump belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.